Event description:
On 03/16/1999 three pieces of the equipment: a skull clamp, base unit and a swivel adaptor were rec'd from the user facility stating, "o.r. Reports locking mechanism slipped while in use with pt".